Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a donor nephrectomy procedure, the device was fired on the renal vein. Only part of the staples fired and did not release from the stapler. The stapler was stuck to the vein and the tissue had to be resected in order to remove the device.